Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/03/2014 with the following findings: the primary complaint, of a keypad issue, could not be investigated due to a related display failure; no conclusions could be determined in this regard. However, the secondary complaint, of moisture ingress, was duplicated. All of the device failures found in the analysis were related to the moisture ingress event. Visual inspection revealed that there was moisture behind the display lens. The pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank. The keypad cover was removed, and no keypad-component-related defects were found. The pump case was removed, and evidence of moisture ingress was observed on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.